Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 493 mg/dl. The customer treated with injection. Customer's blood glucose value was 489 mg/dl at the time of the call. The mother stated that her daughter had symptoms such as not feeling well. Customer declined to troubleshoot for high readings. The product was not returned for analysis.